Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review and service history review were performed. The display was observed to have a black stain during visual inspection. The cause of the condition was determined to be a damaged display. To correct the condition, the display was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a display issue. This occurred before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.